Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was hospitalized with high blood glucose and low blood glucose. The customer had a high blood glucose of 500 mg/dl and diabetic ketoacidosis. The customer was vomiting. The customer was treated for three days in the hospital and then released. The customer declined troubleshooting.